Manufacturer narrative:
As the customer did not provide the exact model number of the device involved, olympus utilized a representative model consistent with the described product type. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a transurethral resection of a bladder tumor procedure in (B)(6) 2025, the beak/tip of the resectoscope came off and remained in the patient's bladder. The retained fragment was not identified at the time of the initial procedure and was subsequently discovered several months later during a follow-up cystoscopy as part of the post-removal assessment. The patient was also reported to have developed a urinary tract infection. The broken piece was not removed during the follow-up cystoscopy under local anesthesia, and the patient is now scheduled for a cystoscopy under general anesthesia to retrieve the retained fragment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.